Event description:
Situation: IV tech found what looks like copper/particulate matter in a syringe while compounding - it was discarded immediately and not used for IV product prep. Background: copper, or any particulate matter, should not be in any compounding supplies; IV room technician noted this was found in a syringe recently, maybe 3 weeks ago, and escalated at that time as well. Assessment: unfortunately the syringe product had something/copper/particulate matter in it. Recommendation: recommend evaluation by management given repeated findings of copper/particulate matter in syringe. Manufacturer response for 1ml syringe, (brand not provided) (per site reporter).